Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media post.

Event description:
Customer reporting alleged sars false positive response. Customer states they tested positive for 12 days (each event will be reported separately) and results were confirmed negative by pcr and another rapid antigen test. Symptomatic status of patient is unknown. Report 12 of 12.